Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was at 283 mg/dl. The customer replaced the reservoir and everything started working as designed. No further assistance needed.